Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1fzkk, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 04-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A lead revision was reported. The issue being reported was a lack of efficacy. The rep noted there were no environmental/external/patient factors reported by the patient and that multiple reprogramming sessions were performed in the office with the health care physician (hcp). Due to the lack of efficacy and the multiple failed re-programming efforts the actions and interventions taken to resolve the issue were that a new lead was placed on the opposite side; the hcp wanted to try that for the patient. The original lead was still in place and functioning appropriately. The hcp decided to leave the original lead in place, just inactive. It was noted the issue was resolved at the time of this report. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 3889-33, lot# va1fzkk, implanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). The rep reported in response to the inquiry for clarification of the original lead being inactivated, left in place and a new lead being implanted on the opposite side that there had been no device issue and that it had been the health care physician (hcp) decision. In response to the inquiry of when the patient first started experiencing the lack of efficacy/less than 50% improvement that according to the hcp the patent had never seen the improvement they saw during the pne and that it had been since implant. The rep noted that the cause of the lack of efficacy/less than 50% improvement and the original lead being inactivated/left in place and a new lead being implanted was never determined and the additional lead implanted was the hcp¿s clinical decision. The rep noted this information had been confirmed with the hcp. There were no further complications reported/anticipated.